Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reached 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.